Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. While attempting removal the shaft of the catheter broke. The entire system was removed without incident. No pt injuries or complications occurred.